Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the stapler handle was locked before being used on tissue and the device did not fire. Another handle was used to complete the case. There was no patient injury.